Event description:
It was reported when using the bd vacutainer® fh 20mg .143 i.u. Blood collection tubes that there was high frequency of clotting and hemolysis. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "customer reported seeing high frequency of sample clotting and hemolysis. Upon inspection of unused tube, customer noted that some tubes do not seem to contain any additives.".

Manufacturer narrative:
The following fields were updated with additional information: h6. Updated investigation/ 31mar2023/pw. Bd had not received samples customer samples initially; 3 photos were provided for investigation. Customer returns were received in franklin lakes for clinical testing on 31mar2023. However, the tubes expired on 28feb2023; therefore further testing on customer return samples cannot be completed. The photos were reviewed and the indicated failure mode for clotting and missing additive was observed, however hemolysis was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting, hemolysis, and missing additive was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting prior to centrifugation, hemolysis) because the defects were not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting and missing additive based on photos provided. This complaint has not been confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fh 20mg .143 i.u. Blood collection tubes that there was high frequency of clotting and hemolysis. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "customer reported seeing high frequency of sample clotting and hemolysis. Upon inspection of unused tube, customer noted that some tubes do not seem to contain any additives."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting and missing additive was observed, however hemolysis was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting, hemolysis, and missing additive was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting prior to centrifugation, hemolysis) because the defects were not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting and missing additive based on photos provided. This complaint has not been confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® fh 20mg .143 i.u. Blood collection tubes that there was high frequency of clotting and hemolysis. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "customer reported seeing high frequency of sample clotting and hemolysis. Upon inspection of unused tube, customer noted that some tubes do not seem to contain any additives."